Event description:
It was reported that during a lobectomy procedure, on the third firing, the device fired unformed staples. Another device was used to complete the case. There was no adverse patient consequence.

Manufacturer narrative:
Information was not provided. Information is unavailabe; device was not returned for evaluation.